Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. As a result, non-intuitive motion was observed. Root cause is attributed to a component failure fa also found the instrument to have various scratch marks with light material removed on the main tube. The scratch marks were 0.068¿ - 0.093" in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling and misuse. A review of the instrument log of the small grasping retractor (part # 470318-10/ lot # n10201027-0054) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the small grasping retractor instrument was not working. No other information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all she knew was that the instrument was not working and that the issue occurred during the procedure. She does not believe there was an injury to the patient and she does not believe any fragments fall into the patient. If there was injury to the patient or if fragments did fall, the instrument would have gone to risk management and not to her. The procedure was completed as planned. No patient-related information was available.